Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced pain and burning at the insertion sites where radio-frequency (rf) ablation was performed in the cervical area. It was also noted that the pt's lead was implanted in the cervical area. The pt had a CT scan then the clinic performed rf ablation. The pt received five treatments. The pt status was undetermined. Additional info has been requested, but was not available as of the date of this report.